Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. Sid (B)(6) generated an initial result of 36.81 miu/ml (positive), repeated on another instrument and the result was <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg, list number 07p51-77, and manufacturing site of longford to alinity I processing module, list number 03r65-01, and manufacturing site of irving. MDR number 3016438761-2022-00225-00 has been submitted and all further information will be documented under that MDR number.